Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.

Manufacturer narrative:
The manufacturer had previously reported that a power management board was replaced to addressed a "service required' code found in the ventilator's downloaded error code. The power management board was not replaced. The device was scrapped at the request of the customer.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues. During the evaluation, the flow sensor was partially obstructed and was replaced. The inlet air path assembly and removeable air path foam were replaced due to contamination.